Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the devise and passed the test. The device was received with scratched screen, cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.